Event description:
It was reported that the pump had motor stall due to the health care provider using the magnet when trying to telemetry the pump. The motor stall recovery was noted in the event logs 10 minutes after motor stall. There wasn¿t any symptoms reported.

Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer. Physician product ID: 8709, serial# (B)(4), product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. (B)(4).